Event description:
Doctor noticed a rust type substance on the blade by the tip (not discoloration). Used another from the same lot and that was ok. It was used for a short period until the rust type substance was noticed.

Manufacturer narrative:
The device was not returned for evaluation. (B)(4).